Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Concomitant products: 5076-52 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported, one day post implant at the patient's pre-discharge interrogation, that implant detection had not completed on the implantable pulse generator (ipg) and it would not allow impedance measurements. There was a message indicating "some lead measurements were not taken" and a concern of the atrial threshold measurement, which exhibited a decrease. The device was explanted and replaced. No patient complications have been reported as a result of this event.